Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "pair new transmitter" message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a low transmitter batter which led to a transmitter failed error was found in connection with the reported allegation. The reported event of a "pair new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H6: event problem and evaluation codes -  correction to include 3227.

Event description:
Subsequent to the initial report, a supplemental is needed for a correction to h6.